Event description:
It was reported that during closed reset surgery of tibial intramedullary nail, remote navigation lock . And during surgery this product was connected with screen , the screen display that it is invalid. This sureshot targeter can be used before high pressure sterilization.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted some blemishes on the orange rubber. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure as the device functions as intended. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. The targeter was manufactured in 2016, which suggests it has been in use for some time. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. A second generation targeter has been released and is available for use. Please reference device 71692851 when replenishing. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.